Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to this record for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about nine and a half years. At the most recent follow-up, however, the longevity remaining decreased to about seven years. Data analysis was performed, and it was found that this patient was in atrial sensing (at/af) and the increase in power consumption was due to high rate atrial sensing. No adverse patient effects were reported. This product remains in-service.